Manufacturer narrative:
MDR 3003442380-2024-03468-device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced 4 infusion set cannula bent events on (B)(6) 2024. The insertion site was at upper buttocks. Event occurred within 3 hours after insertion. The blood glucose level was displayed high (specific value unknown). Therefore, the patient was treated with correction injection via multiple daily injection (mdi). The customer replaced infusion set and resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.